Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been discarded by the user facility and will not be returning to zimmer biomet. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the antibiotic was added to palacos lv cement. The cement was mixed for 70 seconds and then set up to inject into the mold. The cement filled the distal 1/3 of stem and would not advance. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, common device name, catalog#, implant date, date rec¿d by MFR, PMA/510k, if follow-up, what type, device manufacture date. (B)(4). Investigation summary: review of the receiving inspection report for 00111814001, lot number: 85304578, identified no relevant deviations or anomalies. Heraeus batch record review indicates there were no quality deviations, no change notifications, and no corrective and preventive actions. All verifications, inspections, and tests were successfully completed. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation as "off-label modification". The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.